Event description:
(B) (6). The customer contact reported an occlusion alarm resulting in the need to replace an umbilical catheter. The tubing set had been used to deliver an unspecified volume of intravenous immune globulin (ivig) for a duration of four hours via a symbiq pump. At the completion of the ivig delivery, a delivery of an unspecified volume of dextrose 10% in water was started using the same tubing set. After an unspecified length of time, it was reported that the pump alarmed for an unspecified occlusion. The customer contact reported that while the physician was attempting to flush the umbilical catheter, the catheter was inadvertently pulled back too far and could no longer be used. The catheter and tubing set were replaced and the therapy was resumed. There were no reported adverse pt effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).